Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensors were not reading accurately and they were receiving sensor alerts. Customer mentioned having high blood glucose readings of 280 mg/dl. Customer's blood glucose reading at the time of the call was 300 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the sensor had a bent cannula. Customer further mentioned having low blood glucose readings in the 40 mg/dl range. Insulin pump is not being returned.